Event description:
Pt receives continuous IV chemotherapy infusion. Their pump was connected for another seven days. The next day about 7 am pump beeped infusion complete. Pt returned to clinic. Volume was measured to be 308 cc which indicates pt did not receive any of their medication after hook up despite pump not alarming. Pump was disconnected and new pump was assigned to pt.